Event description:
At a medical conference, a customer reported to a company representative an incident which occurred in the ICU during the summer of 2001. The patient had toxic shock syndrome. Redness was observed over the temple region where the sensor had been placed. The redness was treated with bacitracin. The customer stated that the redness resulted in what was described as "acne scarring". The customer stated that they felt the nurses may have left the sensor on for too long.